Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device after an interventional heart catheterization procedure. Reportedly, after harvesting the sutures, the proglide device was stuck in the patient anatomy. The proglide device "came loose" and was removed from the anatomy. Hemostasis was achieved using the sutures of this proglide device. There was no reported adverse patient effects. There was no clinically significant delay in the procedure or therapy. No additional information was provided.